Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s proximal pressure is not measured and pressure-related alarms are compromised. Getting alarm message of proximal pressure sensor auto zero fail error code. The customer reported there was no patient involvement at the time the issue was discovered.